Manufacturer narrative:
Concomitant product(s): other relevant device(s) are: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 02-nov-2018, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted in an optimal position. While retrieving the delivery catheter system (dcs) from the patient, the paddle attachment became stuck in one strut of the outflow crown and dislodged the valve into the ascending aorta. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.